Event description:
It was intended to use a 2.50 x 18 resolute integrity rx drug eluting stent to treat a lesion. During the procedure, it was noted that the stent was deformed, prior to deployment of the stent. No patient complications are reported.

Event description:
Evaluation summary: the distal tip was flared. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th distal segment was misaligned with slightly raised struts.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); no results available since no evaluation performed (device not returned for analysis); (root cause is unknown). Evaluation , conclusions: inherent risk of procedure (stent deformation); unable to confirm complaint (device not returned for analysis): (root cause is unknown). (B)(4).